Manufacturer narrative:
E1: first name and last name of initial reporter is unknown. H3: product analysis of part: 5584109, lot: ot14f011 visual and optical examination revealed the portion of the driver¿s tip that interfaces with the screw is broken. The damage to the driver is consistent with overload. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the healthcare professional via a manufacturer representative regarding a device used for posterior spinal fusion. It was reported that both the drivers were stripped during the removal or revision of a prior implant case. There were no patient symptoms reported. There were no further complications reported regarding the event. Additional information was received as screwdriver was stripped and twisted and none of the drivers didn't broke.